Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of single point load cell #2. The cracked front enclosure and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in feb 2018 and is over 5 years old, past its expected service life of 5 years. During visual inspection, the front enclosure was observed to be cracked/damaged. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed multiple (ua) 07 errors around the event date; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #2 was replaced to remedy the complaint. Also, unrelated to the reported complaint, a sticky clutch plate was observed. The sticky clutch is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service and the replacement of the failed load cell, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse with serial number (B)(4).